Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was affected, as it exceeded 500 mg/dl, shown as "high" on their device. To address the high blood glucose level, customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support advised customer to disconnect tubing, secure the t: lock, let the tubing face downwards, and administer a 5-unit bolus, informing them of the impact on insulin on board (iob). Despite these steps, no drops were observed from the tubing, leading customer to attempt changing the cartridge.